Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer indicated via phone call that their insulin pump alarmed compromised force system sensor after the pump was dropped. The customer also indicated that the drive support cap is sticking out. The customer indicated that their blood glucose level was 402 mg/dl at the time of incident. The customer was advised that the device would be replaced and agreed to return the product for analysis.